Manufacturer narrative:
Additional information ::evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during bypass of gastroenterostomy the nurse connected reload to handle and the yellow shipping wedge was still put on the cartridge. Then removed the yellow shipping wedge and checked the jaws opening/closing. The surgeon tried to fire the device, however could not. The procedure was completed with another device. The status of the patient: no problem.